Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error right after she received a battery failed alert. Troubleshooting was performed. They were advised to program a normal bolus into the air to determine if delivery was successful. The bolus amount was recorded in the daily history. The insulin pump passed the self-test. The battery failed alarm did not recur. Additionally, the customer reported that the insulin pump got wet a couple of weeks ago. The customer decided to bypass the fluid in insulin pump troubleshooting. The customer¿s blood glucose level was 50 mg/dl. The customer did not mention if and how they treated the low blood glucose. The device will not be returned for analysis.